Event description:
Pt complained of feeling bad during treatment. Pt was admitted to the emergency room sometime before 05-22-98 as per 05-22-98 treatment record. The pt was released on 05-22-98 as per 05-22-98 treatment record.